Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed; the error message was due to a faulty lamp lighter. The evaluation uncovered cosmetic damage (front panel was broken and faded), a faulty scope socket (corroded pins and air leaks), and the lamp was at 500 hours or more. The following was replaced: scope socket, support coil, front panel, blue bar, and the lamp igniter. Additionally, the power switch was updated, and the software was up to date. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a e103 (lamp light-up error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that e103 occurred due to faulty ignitor. The cause of the faulty ignitor was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.